Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer used an entire pack of batteries at one time and the screen was still blank. The call disconnected at this point and troubleshooting was unable to be performed. Troubleshooting immediately called back customer but call went directly to voicemail.